Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation degradation distal to the connector boot. An insulation abrasion was noted at 16.1 cm to 16.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart. This could have caused the reported complaint of noise from the field.